Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 11.7 versus the labs 8.2 mmol/l. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.